Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4, h6: part number: sd800.444. Product code: 412.218. Lot number: 47p4763. Release to warehouse date: (B)(6) 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation site: cq zuchwil, selected flow: device interaction/functional. Visual inspection: the visual investigation performed at cq zuchwil showed that both locking screws present heavy wear marks on the thread of the screw shaft as well as on the screw head. The thread flanks are flattened and the anodized layer is abraded in some areas. Functional test: functional test could not be performed due to the damage incurred. Dimensional inspection: could not be performed due to post manufacturing deformation and due to missing information (lot number unknown). Document/specification review: could not be performed due to post manufacturing deformation and due to missing information (lot number unknown). Summary: the returned locking screws were examined, and the visual inspection confirmed the heavy damage on the locking screws. Due to the damage incurred the proper locking in the plate is no longer possible. This investigation will be rated as confirmed, based on the visual appearance of the returned parts. Since the exact lot number is not known the present complaint cannot be further analyzed. A definitive root cause for this damage could not be determined based on the provided information. This complaint condition is most likely a result of high applied mechanical strain and inappropriate alignment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Picture review: the complaint description mentions a functional issue during surgery, this occurrence could not be verified from the provided pictures. It is visible that the implants show heavy wear marks. An implant kit for femoral neck system consisting of one fns plate, one fns bolt and one fns antirotation screw was returned for investigation due to functional issues during implantation of the fns implants. In addition, two locking screws were returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a surgery. During the surgery, tightening the jig with plate it loosens and bolt can't stay in place. When drilling for distal screw, surgeon did not take out guide wire and drill. After distal screw been take out, had advice to change another implant but surgeon want to use back. When he starts to drill for antirotation-screw part "c" black screw keep loosen. Then antirotation-screw can¿t advance. Then at last he decided to remove all without implant in patient when closing. The surgery was completed successfully with four (4) hours delay. There was no fragment generated. There was no patient consequence. Concomitant devices reported: unknown drill (part# unknown, lot# unknown, quantity# 1), unknown guidewire (part# unknown, lot# unknown, quantity# 1). This complaint involves five (5) devices. This report is for (1) 5.0mm ti locking scr slf-tpng with t25 stardrive recess 48mm. This report is 3 of 3 for (B)(4).